Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit fell down and stopped functioning can be confirmed. The evaluation of the returned the mobile power unit revealed a nonfunctional power supply board due to an open main fuse. The power supply board and the control pcb were replaced. The patient cable was dirty and it was also replaced as a precaution. A full functional test was performed and the mpu passed all test steps. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) fell from the patient table and stopped functioning. There was no alarm for the event and the patient was asymptomatic. The mpu was not in patient use during the event and another power source was used for the patient. The patient was not harmed in any way. On (B)(6) 2019 abbott decided to recall the mobile power unit (mpu) related to mpu pcba damage caused by an esd event and this esd event also resulted in a hm3 motor reset. Unexpectedly the pump was able to restart and run on the backup battery. The mechanism of how the pump was able to restart is being investigated by CAPA per internal procedures.